Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sulu opened by the account. Visual inspection of the reload noted that it was prefired. Functional evaluation of the reload noted that it functioned as expected. Replication of the prefired condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during sleeve gastrectomy procedure misfire occurred, even rotation could not be placed. The device was used as first time. The device made a strange sound and fired only halfway. The staple line was incomplete. The incision was converted from the utility incision (3.5 cm) to anterolateral thoracotomy (20 cm). The inferior pulmonary vein is totally ruptures into the left atrium. The surgeon inserted a first finger into the left atrium to obstruct the atrial opening and a 'purse-string' sutures were applied and tied to control the bleeding. The unsutured staple-line was sutured without a permanent impairment to a body function. However, patient bled more than 1000 ml. He received 3 units of erythrocyte suspension and the incision was widened(to anterolateral thoracotomy). The same patient a piece from the reload was loosened and was seen to be remained in the hemithorax after the operation. A videothoracoscopy was performed and a second operation occurred to remove the retained piece. The patient status is fine.